Manufacturer narrative:
After the event a field service technician of maquet's sales and service partner (medhold) was on site to investigate the affected or table. He found that screwed end of the piston rod from the trendelenburg cylinder was broken. As result of such a break the table top can move in reverse trendelenburg position unintentionally. The manufacturer has asked the customer to send the defective parts of the device for examination. A follow-up report will be submitted once additional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During a laparoscopic cholecystectomy procedure, with the operating room table positioned int he trendelenburg position, the table top broke loose with a loud snap. The foot end of the table top pivoted downward, striking the table's base . As a result of this movement, the patient slid over the surgeon's scalpel, sustaining a small cut of about 2cm on the liver. The surgeon was able to coagulate the cut. The procedure was completed successfully. (B)(4).